Manufacturer narrative:
H10: a philips field service engineer (fse) evaluated the device and confirmed the reported issue. The fse determined touch screen replacement was necessary and replaced the component. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from a customer biomed, reporting the wrong key was detected on the v60 ventilator touch screen. The device usage at the time of the issue was not provided; unknown if the device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the touch screen did not function properly. The bme was unable to complete a touch screen calibration.